Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: updated initial reporter contact information. Corrected device conclusion code. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters were observed. On (B)(6) 2010, the device recorded a write to locked ram power on reset. Diagnostic information is consistent with reported event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters were observed. On (B)(6) 2010, the device recorded a write to locked ram power on reset.

Event description:
It was reported that a power-on-reset occurred. The device remains in use. No patient complications have been reported as a result of this event.